Event description:
It was reported that during a ptca procedure, the pt2 moderate support guidewire fractured. The wire was used in multiple vessels and lesions that were very tortuous and very calcified. While in the obtuse marginal/circumflex, the wire fractured. Following an unsuccessful attempt to snare the fractured guidewire, a 2.5x16 taxus drug eluting stent was used to secure the fractured segment of the wire. Patient status is reported as 'okay.'

Manufacturer narrative:
The complainant indicated that the wire will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The batch number for the incident device was not reported. Device history records review performed on the potential batch numbers identified based on shipment history to this customer within the past year revealed no anomalies related to the complaint; lots met all specifications relevant to the complaint upon lot release. No other complaints were found with potential batches.